Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent right atrial (ra) lead undersensing was observed on stored electrograms, causing the episodes to be classified as terminated and possibly interfering with a change in pacing modes. The lead remains in use. No patient complications have been reported as a result of this event.